Event description:
Device explanation due to bi-directional shunting 5 months following implantation. This incident was reported to us on 1/12/07, the device was implanted in 2005, and explanted five months prior, following discovery of shunting. Based on the case summary we received from the end-user a 23mm cardioseal was used to close a 10mm x 4mm long tunnel pfo via transeptal approach. During the transeptal puncture a small pericardial effusion without tamponade developed. The remainder of the procedure was uneventful. The patient underwent successful closure of the pfo, contrast bubble study confirmed complete closure without residual shunting. The patient ws discharged the following month. The patient experienced daily intermittent palpations, and has a rare atypical chest pain during physical activities. The patient also experienced lift sided hand and foot numbness with slightly diminished motor strength. In 2006, the patient developed total left eye blindness lasting 3 minutes, after rotating her torso. Central vision and then perpheral vision gradually returned to normal. No medical attention was sought; in 2005, the patient reported the event to physician at boston medical center trans cranial doppler showed a significant shunting consistent with residual patent foramen ovale. The patient was referred to the implanting institution; hospital, for further medical management. The following year, the implanting physician conducted a transesophageal echocardiogram which showed portions of the cardioseal disk not well opposed to the interatrial septum. Further observation revealed left to right shunting during resting, and right to left shunting with valsalva. Given the recent neurologic event with bidirectional shunting the patient was admitted for anticoagulaton and surgical explantation/closure of the interatrial defect. The patient was taken to the o.r. Four days later, and underwent successful surgical removal of the cardioseal device, and closure of the atrial septal defect with patch graft. According to the operative summary, the patient tolerated the procedure well and was transferred to the surgical intensive unit in stable condition.

Manufacturer narrative:
This incident was reported to us on 1/12/07, seven months following explanation of the device. Only the pre-implantation, implantation, and operative case summaries were available to us for review. The lot number of the explanted device, and the device it's self were not available for evaluation. Without the actual device, our ability to conduct a thorough analysis is limited. The root cause of the bi-directional shunting 5 months following implantation is unknown. Our investigation into this matter remains inconclusive. At this point we are considering our investigation closed without further actions.